Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in a moderately tortuous and non-calcified left subcalvian artery. After crossing a .035" non-boston scientific guidewire, a 7.0x40x75cm express ld vascular stent was advanced for treatment. However, the device became stuck midway and could not be pushed or pulled. The device was removed together with the wire. The procedure was completed with a non-boston scientific device. No patient complications were reported.